Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose was not impacted. Customer does not have backup therapy, tandem customer technical support (cts) to follow up with customer to confirm backup therapy was obtained.